Manufacturer narrative:
On 6/26/2020, the product investigation was completed. It was reported that a patient underwent a left sided pathway ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a brim cap detachment occurred. It was reported that during the procedure while the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿s was being used on the patient, the brim cap broke off and got completely separated from the sheath. The brim cap did not break in pieces. There was blood back flowing, but it was not excessive; however, the physician could not draw back with the syringe on the tubing. It was not believed that air entered the patient¿s body.the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. There was no patient consequence. The reported issue has been assessed as an MDR reportable malfunction. Device evaluation details: a brim cap has detached from hub. Hemostatic valve and friction ring remain intact. Asecond closer inspection was performed and brim cap was observed detached from the luer hub. Small traces of glue residues were found on brim cap and this is evidence that the device was properly manufactured. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the brim cap detachment and damage on the hemostatic valve could be related to handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a left sided pathway ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a brim cap detachment occurred. It was reported that during the procedure while the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium¿s was being used on the patient, the brim cap broke off and got completely separated from the sheath. The brim cap did not break in pieces. There was blood back flowing, but it was not excessive; however, the physician could not draw back with the syringe on the tubing. It was not believed that air entered the patient¿s body. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. There was no patient consequence. The reported issue has been assessed as an MDR reportable malfunction. On 3/16/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found the brim cap has detached from hub and the hemostatic valve and friction ring remained intact. The catheter¿s returned condition was reviewed and determined to be MDR reportable as a malfunction.